Event description:
It was reported that an aiqca was displaying measurement problems during use, inaccurate values. No alarm or error message was displayed. A brachial arm cuff and spacelabs monitor was used to verify the incorrect values. The incorrect blood pressure displayed on the aicca was 60/54 map 55 and 99/55 map 76. The expected value according to patient status was 85/49 map 64, the calculation should be 61 based on map calculation 99/55 map 76. The measurements were taken by both devices on the same arm. The issue was not resolved. The patient was not treated by the incorrect values. There was no patient injury, no health consequences. The lot number is unknown, the device has been discarded.

Manufacturer narrative:
No product will be returned for evaluation, it was discarded. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Per the instructions for use it states, "do not apply finger cuff or cuffs on a hand or a finger when a second blood pressure measurement device is actively monitoring on the same arm or hand or finger.". Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A sample adult cuff (aiqca) has been tested and shown to be accurate on fingers with circumferences ranging from 43 to 71 mm. It also has been tested and shown to be accurate when compared to blood pressure measurements from an arterial line. However, an in-depth investigation to confirm device functionality or potential manufacturing issue could not be performed since the device was not returned. As such, based on available information, a definite root cause is unable to be determined at this time. A product risk assessment was initiated to address the increase of occurrence. Current risk mitigation(s)/control measure(s) include 100% visual inspection, 100% electrical test and qa sampling inspection.